Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3889-28, lot# va12zml, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the leads were broken and the stimulator was removed and had condensation in the battery. The device caused them severe pain on their left side and down their left leg.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3889-28, lot# va12zml, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a rep. It was reported that the patient had no reported difficulties in (B)(6) 2016. In (B)(6) 2016, they started to have discomfort and pain and a return of symptoms. Their hcp may have felt that the leads were "disturbed". The patient also noted having pain through their legs and hips at this time. In (B)(6) 2016, the device was removed and all components were replaced. During the replacement surgery, the hcp noted superficial migration of the lead and moisture around the battery and/or in the header area. They had a rep involved with multiple reprogramming sessions trying to get the system working. There were no further complications reported or anticipated.

Manufacturer narrative:
The implantable neurostimulator (ins) passed functional testing. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. The ins passed the final functional test on the automated test console. The ins failed the final functional test on the automated test console. {failed due to dirty ports. Ins was cleaned and re-tested. See an_ats_initial.} a lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the {} electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Analysis identified a short between the {x} and {x} conductors in the body of the lead; consistent with explant damage. Electrical testing of the lead determined continuity was complete analysis observed the proximal end of the lead was stretched. Analysis observed the distal end of the lead was stretched. Analysis identified markings on the outer insulation of the lead which is consistent with markings from the use of a tool.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va12zml, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient was explanted on (B)(6) 2016. There was an impedance issue discovered in the office by a physician's assistant and the lead and the implantable neurostimulator (ins) were revised. It was deemed that the lead still had motor response, but the ins header appeared cloudy with moisture so both were replaced. The issue was resolved and there were no symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.